Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in japan. It was reported that the patient faced infusion set dislodged event occured on 25-feb-2026 and tube came off. The patient experienced hight blood glucose level 300mg/dl and treated with pen no further information available.